Event description:
A nurse contacted global technical services regarding a check final line alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The nurse stated the home patient (hp) was in the last fill with fill volume (fv) = 1868 ml. The rn stated the hp had disconnected the heater bag and added another bag to the line. The technical service representative (tsr) assisted the nurse to end the therapy. There was no report of patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check final line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was use error. The customer disconnected the heater bag and then connected it to another solution bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.